Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of deflation received on april 20, 2020 with lot number 1781760. Analysis of the returned device identified; curved opening on anterior, wear abrasion and creases fold. Leak test and microscopic analysis was performed which identified; curved opening on plug strap bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge assessed as an unidentified (tear) opening. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side rupture of saline implant. The device has been explanted.